Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic left upper lobe resection, when installing the first staple cartridge, the green safety button of the handle could not be pressed normally and could not be activated. The handle was replaced to complete the case. There was no patient injury.